Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient had had 4 bladder infections since 2009 and had also had operations on her heart and aneurysm where the manufacturer's representative had been present. The representative had met the patient at a hotel on (B)(6) 2013 for assistance with reprogramming and because she had a bladder infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v008505, implanted: (B)(6) 2006, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 3093-28, lot # v226699, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).